Event description:
It was reported that an MRI tech called to discuss MRI guidelines. It was noted there were leads left in the patient; one was coiled and 40mm long and the other was 14mm long. The manufacturer¿s records showed full removal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 377660, lot# v006141, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead; product ID 377660, lot# v006141, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).